Event description:
It was reported the patient was seen on the day of the report for a refill. The patient had complained of increased spasticity for the past two months and it had worsened over the last two weeks. There were no volume discrepancies; that had been consistent. On (B)(6) 2013 the estimated reservoir volume was 4.5ml and the actual reservoir volume was 5ml. The logs were checked and there were no alarms noted. No diagnostics had been performed. The patient had a dbs system for dystonia and the reporter believed that the ins needed to be adjusted. The patient had never gotten really good results with the baclofen since implant and after the dbs system was implanted the patient¿s symptoms had improved. The patient experienced a fall approximately 1 month ago but the patient¿s symptoms had started prior to that. The patient saw neurology a few weeks ago and they told him he could wait until his neurology appointment in (B)(6) 2014. The pump was used to deliver lioresal. Additional information received reported that the catheter was replaced on (B)(6) 2014. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).